Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the upgrade procedure, the adaptor connecting the left ventricular (lv) lead to right ventricular (rv) lead pace lead was found with a stripped setscrew. The adaptor was left connected and it remains in use. No patient complications have been reported as a result of this event.